Event description:
Customer reported frequent altitude alerts, indicating pump or motor failure, without apparent reason. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting and provided no additional details.